Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein contraction procedure with a thermocool smarttouch uni-directional navigation catheter and the inner seal was open just next to the proximal end of the catheter. Due to this sterilization compromise a new catheter of the same type was opened with the same code product. The procedure was completed successfully with no delay in procedure time and no patient consequence. This event is MDR reportable because a packaging defect that compromises the sterility of the product exposes patients to the possibility of the introduction of microorganisms into the vasculature, leading to an infectious process, bacteremia or sepsis. This may result in the need for additional medical intervention or potentially may lead to permanent injury or impairment.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/10/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a pulmonary vein contraction procedure with a thermocool® smarttouch® uni-directional navigation catheter and the inner seal was open just next to the proximal end of the catheter. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Furthermore, the complaint could not be evaluated since the original packaging was not returned for analysis. However, during manufacturing there are inspections in order to prevent this type of defect before to leave the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Based on available information, it could not be identified whether the issue is related to an internal or an external cause.